Manufacturer narrative:
The device was not returned to olympus for evaluation. Troubleshooting advise given through olympus technical assistance center. The reporter for the user facility called back and provided once he cleaned the socket with alcohol he was able to get this switch unstuck and now it moves freely. The reporter confirmed that the front panel of the device is no longer blinking and the device will not be returning. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the lights on the device are flashing on and off. There was no patient involvement reported. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-05775. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the blinking stopped when the output connector was wiped off with alcohol, it is presumed that there was no abnormality in this product. It is presumed that the event in question occurred because the connection part deteriorated due to wear caused by connecting to the endoscope repeatedly for a long time since approximately 13 years or more have passed since manufactured. Or it is presumed that the event occurred temporarily because the product was connected without drying electrical contacts thoroughly or with foreign objects (such as detergent remnants, hard water residue, finger grease, dust, and lint) remaining, or because the user cleaned the connector, or because the electrical contacts were damaged by bumped the endoscope mistakenly into the electrical contacts of the output connector during scope connection, or because there were foreign objects on the electrical contacts of the output connector or the detection part of the light guide. Olympus will continue to monitor the field performance of this device. Regarding the reported the front panel blinks, the instructions for use provides the following: if the light source is soiled, perform the following cleaning procedure immediately after use. If cleaning is delayed, residual organic debris will begin to solidify, and it may be difficult to effectively clean the light source. The light source should also be cleaned routinely. 1. Turn the light source off and disconnect the power cord. 2. Should the equipment become soiled with blood or other potentially infectious materials, first wipe off all gross debris using a neutral detergent, then wipe with a lint-free cloth moistened with a surface disinfectant. 3. Wipe the surface of the light source using a soft, lint-free cloth moistened with 70% ethyl or isopropyl alcohol to remove dust, dirt, etc. 4. Dry the light source with a clean, lint-free cloth.